Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral shaft fracture with the aiming arm (aeromedical product) and an unknown protection sleeve in question. After the insertion of a screw, the surgeon could not detach the aiming arm and the protection sleeve. Though the surgeon drilled an oblique hole, he could not insert a screw in the hole. The surgeon commented that the devices might loosen because he applied force strongly to detach them. The surgeon originally had difficulty in attaching the sleeve to the aiming arm. The surgery was delayed by less than 30-minutes. Patient condition is unknown. Concomitant medical product: unknown aiming arm ariomedical product (part#unknown, lot#unknown, quantity 1). This is report for 01 of 01 of (B)(4).

Event description:
Concomitant devices reported: unknown aiming arm ariomedical product (part# unknown, lot# unknown, quantity 1); unknown screws (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: medical products & therapy dates. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Single use device? Corrected data: manufacturing contact details labeled for single use, patient code 3191 used to capture additional information: surgery prolonged, device code updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.